Manufacturer narrative:
(B)(4). Covidien requested further information on the incident such as actual values obtained, expected values, patient information and placement of sensor. It was noted that no further information was available.

Event description:
It was reported to covidien that during use, the value was lower than the expected. No patient harm reported.